Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient got a little frightened on the night prior to the report. Something woke them up and they went to the device and turned it on, but there was a weird picture on it and they didn't know what to do. They stated that it included a telephone and something else. They looked in their manual but couldn't find it because it was the middle of the night. They connected the programmer to the implantable neurostimulator (ins) and a power on reset (por) displayed. It was noted that they had a colonoscopy on the thursday prior to the report and there was a problem with it; they couldn't finish it and it got stuck. The patient needed to go back for additional testing on the tuesday following the report. They were going to follow-up with a healthcare professional (hcp). There were no further complications reported or anticipated.